Manufacturer narrative:
Pump alarmed no delivery during the no delivery test due to moisture damage inside the force sensor resistor. Moisture damage found on the electronics and motor also. Pump received with cracked case at display window corner, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer also reported the alarm has been occurring for the past two days. Customer also reported moisture was present under the insulin pump's screen. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.